Event description:
Reporter stated that customer received the following results on 3 different meters within 1-2 minutes: 10.4 mmol/l (mobile system) ,4.7 mmol/l (aviva system), 4.1 mmol/l (compact plus system). The customer felt sweaty and dizzy at the time of these results. The customer's partner provided him with chocolate and a (B)(6). The customer felt better in 1-1.5 hours. The customer had taken an unspecified amount of insulin at a prior unknown time based on an unknown result. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).